Manufacturer narrative:
H6: updated. H3: two samples were received. Samples were visually inspected and fractures were observed on the two cannulas across fenestrations. The fractures show signs of shear lines, white striations and long cracks which is evidence of external forces on the cannula. The complaint can be confirmed. The probable cause is due to unintentional external forces during cleaning. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that fenestrated inner tube fractured across fenestrations after limited use 1-2 weeks. It was not related to cleaning. The tears was noticed upon removal from patient for cleaning . There was no patient harm/adverse event reported.